Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two proximal pieces and two distal pieces of essure coils') in an adult female patient who had essure (batch no. D21520, d21426) inserted for female sterilisation. The patient's medical history included atrial fibrillation, pap smear abnormal, thrombocytopenia, pelvic pain, menorrhagia, leg pain, perineal pain, premature delivery and d & c. Previously administered products included for an unreported indication: percocet, midazolam, glycopyrrolate, meperidine, zofran, phenergan, neostigmine, propofol, cefazolin, fentanyl, metoclopramide, rocuronium, lidocaine, famotidine and narcan. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure calls, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: the essure device was deployed on the patient's left tubal ostium, with five trailing coils. Right with two trailing coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two proximal pieces and two distal pieces of essure coils') in an adult female patient who had essure (batch no. D21520-inv,d21426-inv) inserted for female sterilisation. The patient's medical history included atrial fibrillation, pap smear abnormal, thrombocytopenia, pelvic pain, menorrhagia, leg pain, perineal pain, premature delivery and d & c. Previously administered products included for an unreported indication: percocet, midazolam, glycopyrrolate, meperidine, zofran, phenergan, neostigmine, propofol, cefazolin, fentanyl, metoclopramide, rocuronium, lidocaine, famotidine and narcan. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure calls, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: the essure device was deployed on the patient's left tubal ostium, with five trailing coils.right with two trailing coils. Lot numbers reported (d21520,d21426) are inv. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.